Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury.   Additional information has been requested, however to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.   (B)(4).

Event description:
End user reports about two weeks ago she believes she created rough edges on her cut to fit (ctf) wafer when she cut it which caused a small cut on the surface of the stoma. She reports minor oozing blood that resolves within 30-60 minutes after applying pressure to the site. She says she has noticed this bleeding almost daily which has not resolved or gotten worse. It was further reported that the end user takes an (unknown) anticoagulant for a medical condition.

Manufacturer narrative:
Batch record review for lot# 5m00257, was performed. The product associated with batch lot# 5m00257 was made according to specification. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. This investigation is complete and was created to investigate all the complaints where the end user experiences a skin complication. The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run per the protocol. The bulk item record was reviewed for lot# 5l03343. The crew requirements and responsibilities, process parameters, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run per the protocol. No physical sample and photographs associated with this case was expected. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).